Event description:
Customer reported device = 802 mg/dl. Customer's family member drove them to the hospital. Hospital device = 214 mg/dl. No treatment was received. Customer reported when checking device memory, result = 208 mg/dl and stated reading the value upside down. No controls were used. A request was made for return product and replacement product was sent.